Event description:
On (B)(6) 2011, the pt underwent the surgery with the g3 nail and u-lag screw. Five months after, the pt felt the pain in the hip joint. The surgeon found through the x-ray that the lag screw had been cut out from the femoral head. Therefore the pt underwent the removing surgery of the implants and the tha revision surgery on (B)(6) 2012.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.